Manufacturer narrative:
Reported event: an event regarding crack/fracture/ disassociation and corrosion involving an accolade stem was reported. The event was confirmed through material analysis of the returned product. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 04 april 2019 which indicated: damage consistent with the explantation process and biological fixation were also observed on the stem. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The taper of the stem is fractured. A material analysis has been performed. The report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The trunnion of the stem had fractured, with the fracture initiating in fatigue and the final fracture occurring in overload. A majority of the stem trunnion had already been destroyed by the loss of taper lock and articulation of taper and trunnion. The intergranular fracture morphologies were observed near the location of final fracture on the trunnion. Eds showed the stem was consistent with astm f1813 alloy. Burnishing, scratching and third-body indentations were observed on the insert, which are common damage modes of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Clinician review: not performed as the provided records were insufficient to complete a medical review. The clinician stated: need revision operative reports, office/clinical reports, serial x-rays. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection was performed as part of the material analysis report (mar), dated 04 april 2019 which indicated: damage consistent with the explantation process and biological fixation were also observed on the stem. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The taper of the stem is fractured. A material analysis has been performed. The report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The trunnion of the stem had fractured, with the fracture initiating in fatigue and the final fracture occurring in overload. A majority of the stem trunnion had already been destroyed by the loss of taper lock and articulation of taper and trunnion. The intergranular fracture morphologies were observed near the location of final fracture on the trunnion. Eds showed the stem was consistent with astm f1813 alloy. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as revision operative reports, office/clinical reports, serial x-rays are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to the neck of the stem breaking off. Intra-operatively, black tissue was observed. Patient was revised to a restoration modular stem construct with a 28 metal head and 48 mdm liner with insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to the neck of the stem breaking off. Intra-operatively, black tissue was observed. Patient was revised to a restoration modular stem construct with a 28 metal head and 48 mdm liner with insert.